Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. The customer drank soda and ate honey to bring bg level up. Reportedly, the customer stated that bg level was caused by him and his doctor updating with his profile settings to see what worked best.